Event description:
It was reported to philips that during the operational check, the "shock delivered" message isn't heard and the defibrillator is completely silent. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests to confirm the speaker needs to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a broken cable between the speaker and pca. The reported problem was confirmed.the device was operational after replacing speaker.